Event description:
Caller reported aviva system blood glucose results of 120 mg/dl and 30 mg/dl within 10 minutes. Stated was feeling dizzy/nervous/shaky. Treated self with 2 glucose tablets. No adverse event was reported. Strips are not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.